Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an unspecified procedure. Reportedly, the prostyle device was inserted into the body, and intravascular placement was confirmed by backflow. When the prostyle device was then slowly withdrawn outside the vessel once, the plunger portion came out. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.